Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring before malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged warranty pump replacement, confirmed shipping address, instructed customer to place pump into storage mode before return, advised reprogramming pump settings and reconnecting continuous glucose monitor on replacement pump, and requested return of malfunctioning pump using prepaid label within 10 days.